Event description:
It was reported that the unspecificed bd pegasus IV catheter needle was not able to disengage. The following information was provided by the initial reporter: the patient was admitted to the hospital due to a thyroid tumor, and a venous needle was required before the neck-enhanced CT was performed before the operation. At 15:00 on (B)(6) 2023, venipuncture was given. After the indwelling needle was punctured, blood returned and the needle needed to be removed, but it was difficult to remove. Subsequently, the patient was replaced with the indwelling needle for a second puncture, which increased the pain of the patient.

Manufacturer narrative:
D.4 device expiration date: unknown h.4 device manufacture date: unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.6 investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.